Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to device entrapment may include, but are not limited to, tissue or suture caught in foot or posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a heavily scarred/calcified right common femoral artery using a proglide device after a coronary intervention procedure using a 6f sheath. Reportedly, after deploying the proglide suture and retracting the foot plate into the body of the device, an attempt was made to retract the device to harvest the sutures from the proximal guide. When the attempt was made to retract the proglide device from the anatomy, it was found that the device was stuck in the groin. The physician could only retract the device from the groin to a point where the foot plate was above skin level, but no further. The proglide device was able to be advanced forward. An attempt was made to remove the device by rotating the device by approximately 30 degrees in both clockwise and counterclockwise directions, but this did not resolve the situation. The physician then separated the black sheath from the proximal guide; (however, still held together by the actuator wire) in an attempt to try and get the device to release from the groin. At this point, a vascular surgical team was called. The vascular surgeon cut the actuator wire that was holding the black proglide sheath and proximal guide together and transferred the patient to the operating room to perform a surgical cut down to remove the black progide sheath. The surgeon reported that the suture appeared to be deployed through fibrotic scar tissue. The suture knot was not pushed down. During the cut down surgery, when the suture was cut, the proglide sheath was able to be removed. There was no damage caused to the arteriotomy site due to the incident. The surgeon suggested the scar tissue may have caused the suture to catch in the suture bearing on deployment causing the black proglide sheath to become stuck. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.